Event description:
It was reported that the x-ray button on the 9900 system would intermittently stick. The left monitor would go dark and the flip flop brake was loose. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and flip flop brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.